Event description:
The homecare provider (hcp) in france reported the following information: (1) a patient was prescribed oxygen therapy at 4 lpm during rest and 8 lpm during effort. (2) patient expired in 2001. (3) patient's doctor mentioned to family that one of the devices is defective. (4) both devices are in quarantine with the police department and a judical inquiry has been initiated.